Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with all operating currents within specifications. No failed batt test or button anomaly was observed during testing. However corrosion on the keypad traces was found. Cracks to the case, reservoir tube lip, battery tube threads and a scratched display window was noted during visual inspection.

Event description:
It was reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was 272 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A new pump was shipped to the customer. No further information was provided.